Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) exchange procedure in the right eye, there was a problem with the new lens. The consumer states "now after having both eyes done, I still cannot see and I am having problems". This information was received as additional information provided by the consumer for two previous filed reports 1119421-2016-01357 associated with the right eye and 1119421-2016-01356 associated with the left eye. Additional information was provided on via government agency medwatch form mw5065364 that the consumer reported that he had the right eye done twice and now has problems with the right eye as well. This is affecting his quality of life. The consumer stated "I can't even enjoy looking at my beautiful face, it is blurry". The lens is defective. This is the third medical device report associated with this patient. This report is for the iol that is currently implanted in the right eye.

Manufacturer narrative:
(B)(4).